Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation, and the patient was unable to increase amplitude on stimulation. Diagnostics revealed high impedances on the lead, and x-rays were unremarkable. To address the issue, the physician too the patient into the operating room on (B)(6) 2020 to troubleshoot the lead. He plugged the lead into a multi trial cable and the high impedances were consistent. The physician therefore plugged the lead back into the ipg and closed the patient. Postoperatively, impedances continue to be abnormal, and stimulation is ineffective. The patient may be awaiting further surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model on (B)(6) 2020, which resolved the issue.